Event description:
On (B)(6) 2008: dr (B)(6), fuse l4 - l5 vertebrae, scripps encinitas. On (B)(6) 2016: dr (B)(6), removed hardware from l4 - l5 fusion; fuse l5 - s1 vertebrae, scripps encinitas. On (B)(6) 2017: dr (B)(6), x-ray from today showed broken screw he inserted on (B)(6) 2016. On (B)(6) 2017: dr (B)(6), surgery. One or two of the titanium screws used in the first surgery on (B)(6) 2016 broke, which required this second surgery to replace the broken screw and the three other screws. At least one of the other screws was loose and had been moving in such a way as to enlarge its hole in the bone requiring a larger screw to be used in its replacement.